Manufacturer narrative:
E1 - this complaint was received through: junjie parilla baxter healthcare pty limited dock 13, baxter pharmacy services nsw1 baxter drive old toongabbie, nsw 2146. Investigation summary no d1000 product samples, videos or photographs were returned for investigation. The DHR was not reviewed no lot history information was provided. The probable cause of decreased pressure in arterial line is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application.

Event description:
A complaint was received regarding a tego connector with list number that experienced no flow per investigation conclusion. It was stated, ¿vantive received this complaint on 03 mar 2025 via pf portal. The occurrence date was on 01 mar 2025. The nurse reported regarding the tego bung . The issue occurred during set up. It was reported that the decreased pressure in arterial lumen noted on commencement of dialysis, up to -350mmhg. Tego replaced, pressures within normal range. National drug code (ndc) number:(B)(4)." There was no patient involvement and no patient harm. In addition, it was unknown if audible or visual electromechanical device alarms were generated. No sample is available for evaluation.